Manufacturer narrative:
Journal article: percutaneous coronary intervention for very small vessels with the use of a newer-generation 2.0 mm drug-eluting stent authors: jen, hsu-lung; wang, yao-chang; tsao, tien-ping; yin, wei-hsian journal: the journal of invasive cardiology(united states) year: 2021. Patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the death(s) was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - percutaneous coronary intervention for very small vessels with the use of a newer-generation 2.0 mm drug-eluting stent - was submitted for review. The study aimed to compare the safety and efficacy of the medtronic resolute onyx 2.0 mm drug-eluting stent (des) with the medtronic resolute onyx 2.25 mm des for the treatment of coronary artery disease (cad) in very small vessels. Vessel size was assessed using computer-assisted quantitative coronary angiography (qca). The primary objective of this trial was to show non-inferiority of resolute onyx 2.0 mm des vs resolute onyx 2.25 mm des regarding macce (all-cause mortality, non-fatal myocardial infarction (mi), stroke, and repeat revascularization for tlf). Secondary endpoints were the single components of the primary endpoint, as well as probable or definite stent thrombosis according to the academic research consortium definition. The study retrospectively analyzed 152 patients with 160 lesions who underwent percutaneous coronary intervention (pci) with the use of resolute onyx 2.0 mm or resolute onyx 2.25 mm des over a 2 year period. 96 patients were given the resolute onyx 2.0 mm des, while 56 patients received the resolute onyx 2.25 mm des. Follow-up occurred 30 days after hospital discharge and 6 monthly there after. There were no new adverse events during hospitalization. At a median follow-up of 673 days, the rates of macce were similar in both groups. Target-vessel mi occurred in 1 resolute onyx 2.0 mm patient, and was probably due to late stent thrombosis; no episodes of stent thrombosis occurred in the resolute onyx 2.25 mm group. This data suggests that the use of the resolute onyx 2.0 mm des to treat cad in very small vessels is feasible and safe, and the clinical outcomes were similar to those of the resolute onyx 2.25 mm group.